Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient developed a uti after using an infection-control foley catheter. The patient was treated with unknown antibiotics. The catheter was reportedly changed every 4 weeks.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The product family for this all silicone catheter product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the all silicone catheter product ifus are found to be adequate based on past reviews. Patient code: 2519 the device was not returned.

Event description:
It was reported that the patient developed a uti after using an infection-control foley catheter. The patient was treated with unknown antibiotics. The catheter was reportedly changed every x4 weeks.